Event description:
Manufacturer rec'd returned product after an implant duration of approximately 12 months. No pt symptoms, or device issues were reported. The infusion pump was programmed to deliver dilaudid 10 mg/dl at an unknown dailydose for treatment of failed back surgery syndrome/non-malignant pain. The explanted device was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.